Manufacturer narrative:
D10 concomitant product: vlft10gen; vlft10gen ft series energy platformx1; (serial no: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, when sealing gerota¿s fascia and perirenal fat of about 3-5 mm thick, there was inadequate or partial sealing. It was also stated that there was evidence of energy delivery and end tones were heard. There was no re-grasp alert. Six to eight good seals were completed before the problem occurred. The jaws were cleaned two to three times. The bleeding occurred after cutting. Blood transfusion was not necessary and there was no medical/surgical intervention or reoperation done to patient to stop the bleeding.